Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. The date entered iabbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 he began to feel "nauseous, sweaty and dizzy", but when he attempted to perform a test using his adc blood glucose meter it would not provide a reading; noting it stays on the blood drop icon screen. Customer was rushed to a local healthcare facility where a reading of "over 400 mg/dl" was received on an unspecified hospital device. Customer was diagnosed with hyperglycemia, treated with both lantus "30 mg." And humalog (unspecified dose) insulins and then admitted to the hospital for observation. The next day a reading of 130 mg/dl was received (unknown device), customer was treated with "4 mg." Of humalog insulin and then discharged to home. There was no report of death or permanent injury associated with this event.